Event description:
End user alleges that insulation from metzenbaum scissor came off and fell inside pt during surgery; doctors immediately removed insulation. No pt harm or injury occurred. MFR medikmark sells to customer carefusion the following device: topcuts curved metzenbaum resposable scissor. Carefusion sells scissor to (B)(6). Medikmark reviewed DHR; review indicated no problems with insulation coming off during production process. DHR shows device was processed according to specifications and procedures. Complaint files reviewed for past 5 years; no complaints received. Allegedly malfunctioned device not returned, but samples returned for eval. Eval samples that were returned were tested by actuating the scissors 50 times using an actuator. Results showed no effect or reaction of insulation loosening or falling off. Nevertheless, retraining implemented by medikmark (B)(4).